Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, at cuff closure, needles broke off in calf and was not retrieved. Handle and reload was changed several times.